Event description:
It was reported, that: during primary hip replacement taperloc complete with allofit cup, the ceramic biolox head broke by hitting the head on the stem. Correct technique and instruments are used. Patient involvement - no further outcome.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in the (B)(6). The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned product confirmed that the head has fractured into seven pieces. The are several metal transfer marks visible on the fractured pieces. This device is used for treatment. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.